Event description:
It was reported that during an anterior resection procedure, the surgeon closed down on the gun and then the head became detached during the firing sequence. The doughnuts of the firing were incomplete and as a result, the surgeon was forced to redo the anastomosis. The procedure was prolonged 60 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device has been discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. H3. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformance. Complaint info is trended on a regular basis to determine if further investigation is warranted.